Event description:
A male pt with narrow access arteries and sma with poor blood-flow prior to procedure, underwent aaa repair in 2008. When the ipsilateral iliac leg was implanted, the physician pushed the iliac leg without discretion. The following month, the pt complained of abdominal pain. CT revealed sma stenosis. Two stents of another MFR were placed on the sma. By 2008, the pt became less severe and was followed up. The pt had a slight fever at that time.

Manufacturer narrative:
Evaluation: still under investigation.